Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation. The pacing mode switched to vvi. No adverse patient effects were reported due to the mode switch, and it was confirmed the patient was not pacemaker dependent. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. This report corrects the last name of the initial reporter. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation. The pacing mode switched to vvi. No adverse patient effects were reported due to the mode switch, and it was confirmed the patient was not pacemaker dependent. The device remains implanted and in service. A form was received from the health care facility reporting that the crt-p had been explanted and replaced three days after reverting to safety mode. No additional adverse patient effects were reported. The explanted device was not returned for analysis.